Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died. Follow up with the clinic revealed the date of death to be (B)(6) 2010 and there was no allegation of device relatedness. The device had been shocking patient appropriately. While patient at clinic on (B)(6) 2010, he went into ventricular fibrillation and the device successfully shocked him out of it. Patient refused to go to the hospital that day, but was admitted the next. The nurse described this patient as "a train wreck." The cause of death has been requested and not received.